Manufacturer narrative:
S/w version 4.11d. Retainer = black. The pump was returned for an unexpected power loss alarm, and low battery alerts on event date (B)(6) 2021. Unit passed the displacement test. Active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did not confirm low battery alarm, power loss alarm and off no power (replace battery now) was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. (Low battery alarm trigger (B)(6) 2021 18:24:00 and (B)(6) 2021 18:54:15, power loss batt out limit (replace battery now) (B)(6) 2021 23:01:17, (B)(6) 2021 23:10:28, (B)(6) 2021 23:10:30, off no power (B)(6) 2021 22:59:00, (B)(6) 2021 23:09:00 problem isolated to electronics assembly. The following were noted during visual inspection, cracked battery tube threads and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for low battery alerts, power loss alarm and off no power (replace battery now), problem isolated to electronics assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated they were able to clear the alert and rewind the insulin pump. Customer stated that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.